Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the on right ventricular (rv) lead. Provocative testing was performed and the noise was not able to be reproduced. No further intervention has been performed. The patient was stable and will continue being monitored.